Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances read>4000 ohms on all of the bipolar pairs. The impedances were tested at 0.2v and 0.3v. The pt was not able to tolerate testing at higher voltages. It was noted that the pt had had multiple falls and a revision was planned.